Event description:
Pt coded due to high spinal post epidural. Ambu bag retrieved from crash cart and removed from plastic bag. Staff unable to attach mask to ambu bag as the connector on the ambu bag was round and the connector on the mask was not round, and was misshapen. Another ambu bag was readily available. Staff was able to assemble the second ambu bag with no difficulty.